Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call several issues with the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer had a button error alarm, failed battery test, battery out limit alarm and no delivery alarm. Troubleshooting for high blood glucose was performed. Customer experienced severe mood swings, shaking and extreme thirst. Customer experienced 16 no delivery alarms, 4 bad battery test, one battery out limit alarm and one button error alarm. Customer's mother advised they received no delivery alarms during bolus and basal attempts. Customer advised the no delivery alarm was resolved by a complete set change. Customer did not want to return the reservoir or the infusion set for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.